Event description:
Customer reported he was loosing his settings on the insulin pump. The device will reset the time, date, and settings. Customer would go to his doctor and the time and date will be off. Issues tend to occur five to ten minutes after a battery change. Customer has inserted different batteries and issues persist. The device had off , low battery, and no delivery alarm. Customer was unable to upload to carelink. Device passed self test. No alarm noted in the device indicating restart alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a scratched case, cracked battery tube threads, a broken reservoir tube lip and a cracked case at the reservoir tube window corner.